Event description:
It was reported that prior to a breast biopsy procedure that when the control module powers and initializes an l3-021 error code occurred. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The analysis site confirmed the customer complaint. Service tests found the vso had failed, and there was debris in the tubing assembly. To correct the customer complaint the site replaced the vso and tubing assembly. The analysis site found the tabs on the main housing were broke. To correct this issue the site replaced the main housing. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.